Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone that he was hospitalized due to diabetic ketoacidosis (dka) and hyperglycemia. The customer reported that the insulin pump did not receive no delivery alarm and found out that the infusion set was not working. The customer's current blood glucose was 8.6 mmol/l. The customer reported that the he had high blood glucose levels when he woke up in the morning. The customer reported that the cannula was bent on the first infusion set. The customer reported that he tried another infusion sets which also failed. The customer reported that the insulin pump received no delivery alarm as soon as he put infusion set for twenty four before being hospitalized. The customer reported that the date of hospitalization between end of (B)(6) and the beginning of (B)(6). The customer reported that the high blood glucose levels was 40 mmol/l at the time of hospitalization. The cause of hospitalization per health care professional was dehydration because of diabetic ketoacidosis (dka). It was reported that the customer was not wearing the insulin pump at the time of hospitalization. It was reported that the customer felt better after he went to see a doctor and the customer reported that the doctor checked insulin pump and settings and gave customer an alternate infusion set to try out. The customer reported that he did not have time to troubleshoot. Troubleshooting was not done on the insulin pump at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.